Manufacturer narrative:
(B)(4). The stent remains in the anatomy; it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure of the iliac artery the absolute pro vascular self expanding stent system (sess) was deployed without issue, however, when trying to remove the sess the stent became snagged/caught on the delivery system tip and the stent was stretched from the target lesion site to the access site. The physician cut the stent at the access site and called for surgical consult. The patient remains hospitalized in stable condition. It was noted that about 60% of the stent remains at the target lesion and there was good flow in the vessel under fluoroscopy. Manual pressure was held to close the access site and the stent remains in the anatomy without further intervention. No additional information was provided.